Event description:
It was reported that intermittent malfunction alarms occurred. The customer blood glucose (bg) level was "high", although a specific value was not given. Bg level was corrected with a bolus via the pump. The customer reverted to an alternate method of insulin therapy.